Manufacturer narrative:
The software investigation was not able to determine probable cause as the behavior could not be replicated. The site re-registered the patient and was able to proceed with the case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627; battery 9733627 lead acid 24v 34w.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585 (software version: (B)(4)). Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. It was reported during the clinical case, the site had to disconnect the system from wall power to move equipment and it shut down after less a minute on battery power. When the site booted it back up, the registration was still present but it had allegedly lost navigation accuracy. The medtronic representative (rep) did not believe that the reference frame was moved but was not certain. It was stated that the alleged inaccuracy was greater than 3mm. The surgeon re-registered and continued with the case. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.